Event description:
During drilling of a pilot hole on the patient's left mandible, the tip of the twist drill broke off in the patient's bone. Surgeon decided to leave the broken portion of the twist drill implanted in the patient. No surgery is scheduled for twist drill removal.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The material and device history records were also reviewed based on the lot number provided and no abnormalities were detected. Due to no device being returned the root cause for the breakage cannot be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.